Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during elective device replacement procedure, it was noted that the patient's right ventricular (rv) lead exhibited an unspecified capture issue and decreased sensing. The lead was capped and replaced on (B)(6) 2021. No patient condition was reported.